Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 97 mg/dl. Customer experienced vomiting and stomach pain. The blood glucose reading at the time of the event was 400 mg/dl. Diagnosed diabetic ketoacidosis. Customer was treated with IV drip. During troubleshooting, the time and date are correct. Manual prime is correct, the insulin exits the tubing. The programming is correct. High pressure test passed. Nothing further reported.